Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd duodopa pump was involved in a short circuit and the box burned. It was reported that the reported event occurred at the moment of cassette change. The pump lost its display. No adverse effects reported.

Manufacturer narrative:
One cadd duodopa pump was returned for analysis. Visual inspection performed, and product found customer problem confirmed in that the pumps lcd display was found to be broken and was unreadable. However, no problems were found with the pump being "burnt" or becoming "short circuited" during the investigation. According to the investigation, the pumps lcd display needed to be replaced. However, the investigation reported that when an lcd display is damaged the conductive "ink" inside the display will start to leak internally giving the display a "burnt" look. The problem source of the reported problem is unknown.